Event description:
It was reported that during an unknown procedure, when firing the 7th reload, staples couldn't be formed perfectly. And the doctor tried the 8th reload, bleeding condition was found. So, the doctor decided to open a new device to complete the surgery. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.